Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the second day of ilet therapy experienced hyperglycemia after announcing a meal, with blood glucose rising from approximately 132 mg/dl to over 400 mg/dl and remaining elevated for about one hour; troubleshooting guidance included waiting 20¿30 minutes for correction and replacing the infusion site if glucose did not decline, with offer of support for site change. Symptoms included hyperglycemia without acute clinical sequelae, and ketone testing was negative. Outcomes included no professional medical intervention, no use of back-up therapy, and no reported functional limitations or long-term effects. Investigation included customer history review and troubleshooting and education with the caregiver. Investigation of this case revealed an unclear cause for the hyperglycemia, with potential infusion site or delivery issues not confirmed. It was concluded that the event was user-reported hyperglycemia with cause undetermined and that device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.